Event description:
It was reported that the right ventricular (rv) lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4) of (B)(4) lifetime v-sic are recorded beginning (B)(6) 2014. An out of tolerance (oot) subthreshold lead impedance alert occurred on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2014. Max left ventricular (lv) pace impedance rises from 950 ohm the week ending (B)(6) 2014 to greater than 4000 ohm the week ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.